Event description:
The customer reported that the live image went black and they had to complete the case with an alternate system. There is no report of pt injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation the transformer and power supplies were adjusted. The system was tested and found to be working as intended and put back into service